Event description:
A report was received that a pt's neck incision became infected. The pt's symptoms were redness and warmth to the touch. The pt was treated with oral antibiotics and given a prescription for the inflammation. On (B)(6) 2010, no infection was present so no culture was taken.